Event description:
A customer reported a tandem mobi cartridge alarm during the loading process. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Initially, the customer was unable to resume insulin therapy after attempting to reload the original cartridge. Technical support assisted in loading a new cartridge properly, which allowed the customer to successfully resume insulin therapy, resolving the issue.